Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user set up the pump incorrectly during a supply change, which led to elevated blood glucose for approximately fourteen hours and was subsequently corrected after the user replaced supplies and self-managed. Symptoms included hyperglycemia without ketones or diabetic ketoacidosis. Outcomes included no hospitalization and no need for external medical assistance. Investigation included internal complaint review. Investigation of this case revealed user setup error during supply change as the probable contributor, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.